Event description:
It was reported that in initial test, arctic sun device was primed to fill. Per investigator notification received on 12jul2023, it was reported that the 1/2 l shaped tub was found expanded during servicing, artic sun unit failed due to faulty error on test equipment acats (automated calibration and test system) "o".

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a weak circulation pump. During evaluation, it was confirmed that the device needed to be primed to fill. Circulation pump was serviced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.